Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The base handle had been closed without the 6-inch transitional installed, deforming the handle hole.no further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the transition arm of the a2101 mayfield ultra base unit was falling out of the handle. There was no known patient involvement of delay in surgery.